Event description:
It was reported from the us that during an orthopedic surgical procedure the spring-loaded collet portion or modular tri-drive shaft dissociated during glenoid preparation. The issue was resolved by using another modular cannulated tri-drive which was present in the set of instruments. Representative was present at the time of surgery. This issue had no effect on the patient's outcome. There was no delay to surgery. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Devices was received for analysis. Eng analysis completed 09/19/2018 by mb the tip appears to have disassembled. The retaining ring is meant to hold the sleeve and spring components in place but appears to have dislodged. The user likely held the sleeve stationary while the instrument was spinning which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. The 0.125 ball bearing likely detached when the tip disassembled. All other aspects of the device appear unremarkable and consistent with years of use. Design: this design has been in the field since 2009. There have been no other complaint reports involving this device for any reason since 2008. The occurrence rate is less than (B)(4), "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have been 5 other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2012. The design history record was reviewed during a previous complaint investigation, all pieces were accepted with conformance to the device requirements. This does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the disassembled driver reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The retaining ring broke loose from the assembly and allowed the tip to disassemble. There was no adverse event to the patient. An investigation was conducted; the disassembled driver reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble.